Manufacturer narrative:
The reported event of inappropriate shock/stimulation was not confirmed. The device was received at the elective replacement indicator (eri) voltage level, with normal output and telemetry communication. Device image analysis indicated no evidence of shock therapy anomalies or any maintenance charge issues was observed. Electrical and mechanical tests performed did not identify any functional issues. The device had been implanted for 10.54 years, which is consistent with its expected service life.

Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) delivered an inappropriate shock. The physician elected to explant the ICD and replace it with a new one. The patient condition was not known.